Manufacturer narrative:
Insulin pump was received with blank display due to interface board broken solder joint and lifted traces. Insulin pump had cracked case near battery tube, cracked and minor scratched display window.

Event description:
Customer reported via phone call that the device was dropped and cracked. Customer's blood glucose was unknown. Device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.